Event description:
The repair request stated the motor leaked oil. The motor was reported to have oil at the end of the motor after the case. Oil has not observed in the sterile field and there was no impact to the pt.